Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that on the afternoon of (B)(6) 2011 his blood glucose (bg) was 448 mg/dl without symptoms. During the phone call, air bubbles were identified in the cartridge and it was determined that the patient was using refrigerated insulin. A subsequent call was received and the patient's certified diabetes educator (cde) reported that the patient was admitted to an intensive care unit with nausea, vomiting, and lethargy. The patient's bg on admission was unknown but the patient was reportedly placed on intravenous insulin. Per the cde, the patient reportedly had a bent cannula on (B)(6) 2011, and again on (B)(6) 2011. The cde confirmed that all the pump settings were correct and insulin delivery totals correctly reflected the user programmed rates. Customer support advised the cde that there was no indication of a pump malfunction; customer support attributed the elevated bg to the bent cannulas and air bubbles in the cartridge.